Event description:
It was reported that (1) device was used during an open cystectomy. It was reported by the rep that the scg45, on the fifth firing, the surgeon articulated the device. When surgeon closed the jaws (anvil), a snapping sound occurred and device lost ability to control articulation. Another device was used to complete the case. There was no consequence to the pt.